Event description:
Healthcare professional reported right side device rupture. Healthcare later reported "initial implant¿due to breast cancer symptom¿ - not device related. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cancer: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side device rupture. Healthcare later reported "initial implant¿due to breast cancer symptom¿ - not device related. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on anterior side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. Shell thickness within specification. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side device rupture. Healthcare later reported "initial implant¿due to breast cancer symptom¿ - not device related. The device has been explanted and replaced with a non-allergan device.